Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the pt) alleging that the pump made a strange noise and the screen went blank around (B)(6) or (B)(6) 2011. The reporter also claimed that possibly 24 hours after the alleged issues began, the pt was hospitalized for high blood glucose (bg). The pt reportedly had a bg level of "837 mg/dl" with symptoms of nausea, vomiting, and ketones. The reporter was unable to provide details as to when the pt's bg level began to rise and when she disconnected from the pump and went on a backup plan. The battery cap was reportedly secure and the yellow o-ring was not visible. The pump casing reportedly did not have any cracks. The alleged product issues are not likely to cause an adverse event. The issues are generally obvious and detectable by the user. Therefore, the detectable flaws may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt was hospitalized for hyperglycemia. It is unclear what actions were taken by the pt prior to the hospitalization.